Event description:
It was reported that an interrogation revealed a right ventricular (rv) lead warning for low impedance. The unipolar impedance was higher than the bipolar impedance measurements and the bipolar impedance decreased over the past year. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.